Event description:
It was reported when the device was used during a low anterior resection, there were no staples in the device. The surgeon fired the device and cut 4cm above the anal canal. The tissue slipped down and the surgeon did recognize there were no staples until inserting the circular stapler. The case was completed by suturing. Subsequently, the pt received a colostomy.